Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead was found dislodged a few days after initial implant during an x-ray. It was later confirmed with loss of capture and sensing lower than 0.1mv. The patient underwent a surgical intervention to remove the product and implant a screw-in lead. No additional adverse patient effects were reported.